Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient lost effect therapy. Surgical intervention may take place to address the issue.

Event description:
Additional information received identified that there were no known allegations of deficiency against the device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.